Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was installed onto a golden system where the error was triggered indicating fault on the axis 5 replicating the reported event. The mtm was then installed onto a surgeon function test platform (sftp) where power up was found to be failing on the axis 5. Once testing was completed, the axis 5 motor was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the axis 5 motor was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that a recoverable fault on the master tool manipulator left (mtml) was observed. Tse reviewed the logs and confirmed the issue. Tse recommended to perform a hard power cycle; however, the errors persisted. The procedure was converted to another dv system with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the surgeon did not want to use the dv system, therefore, the patient under anethesia was moved to another room to use another dv system. The master tool manipulator left (mtml) continued to fault after the hard reset every time that the left grip was matched. Field service engineer (fse) replaced the parts to resolve the issue.